Event description:
A respiratory therapist from the home healthcare company initially reported that, between 1 and 2am the vent started alarming. The father found the vent display was dark and the vent was off". In 2007, subsequent info received stated that, "pt placed on vent at 8pm. No issues until incident occurred between 1-2 am. Pt's father awoke to vent alarm and pulse ox alarm - spo2 dropping on pulse ox. Pt taken off vent and bagged, back-up. Vent alarming "vent inop", everything blank. Reset pressed to silence alarm. Vent would not power back on. Dad states burning smell at fan intake". The father bagged the son and placed him on backup vent. No allegation of pt harm.